Manufacturer narrative:
(B)(4); this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) and right ventricular (rv) leads exhibited noise. Oversensing was observed, however was very brief, less than one second. Boston scientific technical services (ts) discussed possible causes for observations. Potential header issue discussed, however device has a strengthened header and diagnostic x-ray came back clean. The patient noted that they had trauma to the right side of their device in the past year and that the noise began earlier this year. Additional information was received from a boston scientific field representative that this patient elected to have their system extracted as the source of these observations was unable to be determined. Complications arose during the revision procedure and the patient was sent to the operating room for open heart surgery. The system was replaced with products from another manufacturer so the field representative was not present at the procedure and was unable to provide further details. No additional adverse patient effects were reported.